Event description:
It was reported that a patient who was implanted with an onkos custom construct, was revised on (B)(6) 2024 due to varus collapse, as the proximal portion of the construct had loosened from the patient's bone. Additionally, it was reported that the patient's proximal femur had fractured. The patient was revised to remove and replace the construct. This event will be reportable to the FDA as a serious injury, due to the patient's revision procedure.

Manufacturer narrative:
The investigation for this event is in progress. Once additional information is received, a supplemental report will be submitted accordingly.